Event description:
Event desc: pt was on 40cm suction and pump simply shut off. The top of the pump was hoy to the touch. Device usage problem device failed (e.g. Broke, couldn't get it to work or stopped working.